Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) anti-tachycardia pacing (atp) therapy decelerated the ventricular tachycardia (vt) rhythm, resulting in the device detecting the vt as terminated. This resulted in a delay in the delivery of shock therapy for the vt episode. The patient's medication was updated and the crt-d remains in use. No further patient complications have been reported as a result of this event.